Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not follow correct procedure for performing rinseback. The disposable cartridge was not available for evaluation. The user's guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. Complete rinseback of the pt's blood could not be performed because the operator forgot to open the cycler door for manual rinseback, resulting in an estimated blood loss of 170cc. No medical intervention was required.